Event description:
Customer's wife reports back to back testing on the same meter while using the advantage system with results of 562 mg/dl and 80 mg/dl. Customer's wife also reports back to back testing to a professional meter while using the advantage system with results of hi (>600mg/dl) on customer's meter and 78 mg/dl on professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.